Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing cloudy pd effluent. As a result, on (B)(6) 2022, the patient had a pd culture obtained in the outpatient pd clinic which generated growth of escherichia coli (e. Coli). It was stated the patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefepime 1 gram (for one week) and ceftazidime 1 gram (for two weeks. The patient was not hospitalized for the event and is reportedly recovering. The patient continues pd treatments with the same cycler without any further issues. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.